Event description:
It was reported that catheter stuck occurred. The 90% stenosed, 40mm in length x 3.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified mid proximal left anterior descending (lad) artery. After implanting overlapping non bsc stents, an opticross hd imaging catheter was advanced for use but got stuck. It could not be determined whether it got stuck within a previously placed stent. The opticross was able to be retrieved by performing plain old balloon angioplasty (poba) using nc balloon. It was noted there was no stent malposition observed with previously placed stent. The procedure was completed with the original device used. No complication were reported and the patients condition was reported as good.

Event description:
Hold/db/6/28/23 it was reported that catheter stuck occurred. The 90% stenosed, 40mm in length x 3.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified mid proximal left anterior descending (lad) artery. After implanting overlapping non bsc stents, an opticross hd imaging catheter was advanced for use but got stuck. It could not be determined whether it got stuck within a previously placed stent. The opticross was able to be retrieved by performing plain old balloon angioplasty (poba) using nc balloon. It was noted there was no stent malposition observed with previously placed stent. The procedure was completed with the original device used. No complication were reported and the patients condition was reported as good.

Manufacturer narrative:
Device evaluated by manufacturer: the guidewire exit port was observed damaged. A kink was observed in the telescope assembly. The telescope assembly was unable to properly pull back, advance, and retract due to the telescope kink. A test guidewire (0.014) was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.